Event description:
Updated adverse events: this impacted product captures the following event: -1 patient had reoperation due to implant failure. -1 patient had reoperation due to other reasons. -1 patient had reoperation due to unknown reasons. -5 reoperations at any level at 1 year after surgery. -2 reoperation at any level at 2 years after surgery -2 reoperations at any level 1 year after surgery

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown opal implants./unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded for opal implants in 58 patients (59 procedures) against all other surgical cases recorded within the (B)(6) registry between 2004 and april 19, 2021. There were 15 males and 44 females with a mean age of 61.9 years. Final registry report outcome description: general complications- intraoperative: none. General complications- postoperative surgical before discharge 2 patients had cardiovascular complications. Surgical complications- intraoperative adverse events: 9 patients had dural lesion. Surgical complications- postoperative surgical before discharge: 1 patient had epidural hematoma. 1 patient had radiculopathy. 1 patient had motor dysfunction. 2 patients had implant malposition. Reoperations: 5 reoperations at any level at 1 year after surgery. 1 reoperation at any level at 2 years after surgery 2 reoperations at any level 1 year after surgery this is for depuy synthes opal implants. It captures adverse events of reoperations at any level and reoperations at same level. This is report 3 of 3 for (B)(4).